Manufacturer narrative:
(B)(4). The analysis of the returned product revealed that the stent was found with the shaft detached. Additionally, part of the shaft, the latter pigtail and the suture were not returned for analysis. The device history record, DHR, review was performed and no anomalies were observed, the review confirmed that the device met all manufacturing specifications and boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications. Based on the DHR review, during manufacturing process the units are inspected in order to detect or avoid defects. However, there is no control in how devices are handled in the field. Additionally, the stent returned without the suture string, it is evidence that the stent was manipulated. Therefore, the failures found (stent detached & stent torn) are issues that could have been generated by the user or due to the interacting of the device with the suture string. The most probable cause of this complaint is adverse event related to procedure since it is the most likely that the adverse event occurred during the procedure and the device had no influence on event. Risk review was performed according and no unanticipated or new hazardous situation were found. All compiled information on this investigation determines that the most probable cause is: adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a polaris ultra stent was used during a procedure performed on (B)(6) 2019. According to the complaint, during the opening of the package they found the suture was broken. It is unknown how the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; stent shaft break.